Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-25- strip inserted backwards or upside-down test strip UDI# (B)(4). Note: manufacturer contacted customer on 5/24/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer states that he is feeling better and is no longer experiencing symptoms. He did, however got to the urgent care on (B)(6) 2017 and was diagnosed with hypoglycemia. He was given IV fluids with sucrose and was advised to follow up with his pcp. He is unsure of what his blood glucose readings were while in the ER.

Event description:
Consumer reported complaint for meter issues accompanied by symptoms. The customer's expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of sweatiness and blurry vision. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is storage location is undisclosed. The test strip lot manufacturer's expiration date is 06/23/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Meter does not turn on when test strip is inserted but turns on when the s button is pressed.